Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a burn on the distal cover. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed burn on the plastic distal end cover could be determined, however, it is likely that a high-energy treatment tool (e.g. Laser, high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series instruction manual operation section chapter 3: preparation and inspection_3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.